Event description:
A surgeon used a monopolar grasping forceps in the course of a laparoscopic cholecystectomy case. A slight burn on the surface of the pt's liver was then noted. No treatment of the affected area was necessary and the procedure was completed normally.